Event description:
Dissection of iliac artery. After deploying the graft the contralateral operator inadvertently positioned the balloon below the limb and into the external iliac artery instead of the common iliac artery. When they inflated the balloon to a diameter suitable to the common iliac artery, the vessel dissected. The dissection was treated with a wallgraft and the graft was implanted successfully.